Event description:
An (B) (6) pt underwent aaa repair with zenith devices on (B) (6) 2005. The pt received a zenith renu aaa ancillary graft converter, zenith aaa endovascular graft iliac leg and zenith aaa endovascular graft aaa ancillary component occluder. The procedure was completed without reported incident. Upon the 30 day follow-up and 365 day follow-up reports, a type ii endoleak was noted. At the 38 month follow-up, the physician noted a proximal type I endoleak with aneurysm expansion but no type ii endoleak reported. The pt was successfully treated with a percutaneous placement of a renu cuff. Update on (B) (6) 2010. The sales rep stated the following: "this pt had a real angulated and short neck, I don't think it was inside the IFU when first renu was implanted." The pt was successfully treated with a percutaneous placement of a renu cuff.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks and migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper balloon sites. The sales rep indicated that the pt had an angulated and short neck that was outside the indications for use. However, images and details of the pt anatomy were not returned. Therefore, we are unable to comment on the pt's suitability for evar. It is unk if there was preexisting grafts before placement of the complaint device. The zenith renu devices are intended for secondary endovascular intervention in pts having received prior endovascular repair of the infrarenal aaa in which there is adequate proximal fixation or seal. It is possible that the pt's anatomy contributed to the continued aneurysm growth. A type ii endoleak was detected at the 30-day and 365-day f/u. At 38 month f/u, type 1 was reported. The continued growth of the aneurysm may have resulted in the type 1a. The complaint correspondence indicated that the type 1a was treated with placement of a renu main body extension. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.